Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the technician reported that the pt is "happy" with his vision and the surgeon reported that eyeglasses were prescribed for correction.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/02/2009 and 04/06/2009 by phone, fax, and mail. A completed questionnaire was received on 04/08/2009. This report was mailed to FDA on: 04/24/2009.